Event description:
It was reported that a condylar plate and alta channel plate were implanted. It was noticed that the plates were bent. On june 23, the bent channel plate was fractured. Pt was revised.